Event description:
Loop came apart in middle of surgery. No pt injury.

Manufacturer narrative:
Returned loop was bent and burned at the ends. It had also burned isolation on one end of the wire. It was no info from the user if it was bent before the surgery (in this case usage is forbidden by the IFU), after the incident or if happened during complained product transport to MFR. There is no info about the settings either (recommended setting for the generator is 100-130 watt, blend 1) the damages suggest that the loop has been touched by add'l instrument which cause short circuit, melting of the insulation and by the extreme temperature and tension the loop came apart.